Event description:
Surgeon was using the endo gia radial reload tri stapler (ref# (B)(4)) which should staple and cut tissue simultaneously. This stapler malfunctioned and did not engage the stapling mechanism resulting in the bowel being incised at the surgical site, but not being stapled and sealed closed. Pt required a new ileostomy. Pt had come to surgery for an ileostomy closure.